Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction is unknown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.